Manufacturer narrative:
The field service engineer determined the sample probe external wash was low and the gear pump pressure was low. The gear pump pressure and sample probe external wash were adjusted. The customer ran calibration and controls. All results were within the customer's specified ranges. Calibration data from the day before the event did not indicate an issue. Controls were acceptable one day prior to the event. The sample centrifugation time and speed did not appear appropriate for the tube type. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, k, ci for gen.2 on a cobas 6000 c (501) module. The initial values were reported outside of the laboratory. The sample was repeated and the repeat results were believed to be correct. Corrected reports were issued. The sample initially resulted with an na value of 111 mmol/l, repeating as 137 mmol/l. The sample initially resulted with a k value of 3.1 mmol/l, repeating as 4.8 mmol/l. The sample initially resulted with a cl value of 124 mmol/l, repeating as 100 mmol/l. The na electrode lot number was u0227, the k electrode lot number was c3185, and the cl electrode lot number was j8967. The electrode expiration dates were requested, but not provided.